Manufacturer narrative:
The device was serviced on site. The cpc water inlet connector retaining ring was found loose and was replaced along with the connector. The device subsequently passed all applicable testing.

Event description:
During preparation mode, a buzzing noise was observed. Inspection identified that the water line connector was not fully seated. No performance impact was observed.